Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. It was reported that the device was deployed into a proximal aortic neck with a 90 degrees angle below the renals, and 4 cm below that neck was another 90 degrees turn. Once he device was deployed, it was reported the device slid down into the aneurysm. The physician reportedly felt the device sliding into the aneurysm was due to the tortuous anatomy. The physician was reportedly unable to maneuver the device proximally and elected to convert to an open procedure and explant the device. It was reported the device was removed with no issues. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.